Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -10.00 diopter, into the patient's right eye (od) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to patient dissatisfaction over visual acuity. The lens was replaced with another same length but different model/power lens and the problem was resolved.